Event description:
During the evaluation of the trilogy 100 ventilator at the manufacturer service center, the device did not meet the acceptance criteria of evaluation process for porting block with physical damage and will need to be replaced to address the issue. The technician also confirmed the following cosmetic issues: cord retainer missing or broken and will need to be replaced. No repair was performed. There were no significant event(s) in the error log(s). The device was not needed for inventory and was scrapped.